Event description:
Patient reported a return of symptoms. The patient experienced pain down her legs and lower back. This had started about 5 days prior. There had not been any fall or trauma. Patient stated "it seems my pain pump is not working anymore." Starting about one week ago the patient could not get a bolus with their personal therapy manager (ptm). Patient stated the ptm shows that it was not connecting to the pump when they tried to give themselves a bolus. The ptm was beeping but would not connect. The screen "doesn't really do anything." The pump was delivering bupivacaine, morphine and an unknown medication. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer patient: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011; product type catheter: product ID 8551, lot # 61149616, implanted: (B)(6) 2011, product type accessory. (B)(4).